Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 20 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a headache and passing out in their sleep. Once at the hospital the patient was treated with intravenous fluids as well as dextrose. The patients doctor reports the patient had gone low due to weight loss and the basal rate not being adjusted. The patient was discharged from the hospital emergency room after 5 hours.